Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole and loss of consciousness. The implantable pulse generator (ipg) exhibited pacing problem and loss of capture. The right ventricular (rv) lead exhibited exhibited unstable thresholds and non capture. The right atrial (ra) lead also exhibited variable p-waves. Both the ipg and rv lead was reprogrammed and remain in use. The ra lead remains in use. No further patient complications have been reported as a result of this event.